Event description:
It was reported that before opening the package, the customer noticed a foreign substance was mixed up in it. No patient injury was reported.

Manufacturer narrative:
Unit returned was received inside of a plastic bag which is the original package. As result of the gemba walk performed it is concluded that exist internal and external controls to prevent this failure reported. Additionally, the plastic bag of the sample returned is open and cannot be confirmed that the defect was caused during the manufacturing process. The most probable root cause occurred after the product left smiths medical facilities. Lot 4033763 was manufactured with (B)(4). Lot met the requirements to release. Lot with no deviations identified during their manufactured.